Manufacturer narrative:
B3 -date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was diagnosed with an infection at the ipg and lead insertion sites. The patient was treated with oral and IV antibiotics to address infection and the entire system was explanted.